Manufacturer narrative:
The event occurred on an unspecified date, further described as "two weeks ago". The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) partially separated from the main body (light blue) of a minicap transfer set. This occurred while trying to disconnect, during use of the device for peritoneal dialysis therapy. The transfer set was in use 1 day. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted the female connector separated from the main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.